Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One decontaminated device sample was received for investigation. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed on the received sample. It was confirmed that after twelve (12) hours the cuff was still fully inflated. Based on the results of testing the complaint could not be confirmed and no trend of similar customer complaints was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
After a tube replacement the pilot balloon was deflated in the replacement tube. Adverse effects are unknown. A1: one patient, two product malfunctions. (B)(6) both represent the same patient.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.